Event description:
Pcu was plugged in upon return from operating room, was infusing vasoactive medications for 30 minutes. Pump alarmed with battery error and pump shut off and was unable to turn back on. FDA safety report ID# (B)(4).